Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula dislodged from the infusion site. We are unable to confirm or determine the root cause of the reported dislodged cannula and if it could have contributed to the reported hyperglycemia. Lot release was found to have met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 18 mmol/l (324 mg/dl), while wearing the pod for 13 hours. The pod was reportedly leaking and detached from the back, causing the cannula to dislodge. As treatment, a new pod was placed.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Investigation found no defects or manufacturing deficiencies that would contribute to a dislodging of the cannula. The exact cause of the reported dislodging could not be determined. No damages were found with the cannula assembly that would result in leaking during wear. A leak test was performed, and no leakages were observed along the entire fluid path. The adhesive pad heat welds were observed to be complete and correctly aligned with evidence of adhesive pad fibres indicating that the adhesive pad was fully attached to the pod at one point. The cause of the reported adhesive pad separation could not be determined. On removal of the top housing, damage was observed to the underside of the top housing, the bottom housing, piezo, reservoir cap and ratchet gear. Due to the alignment of the damage to the underside of the top housing and the damage on the internal components, the investigation determined that this damage was post use damage. The device generated an 0x6a hazard alarm indicating occlusion during runtime (threshold exceeded, not at end of bolus). Download data shows that the pulse widths increased towards the end of pod operation but did not reach timeout. The batteries and sma wires were measured to be within specification. The cause of the 0x6a alarm could not be determined.